Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system device with the dilator in the sheath. The device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath. Inspection of the rest of the device found no other damage or defect. The reported sheath kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were used. Upon deployment, significant resistance was felt. The position of the closure device was good and it met release criteria. The sheath was retrieved and found the sheath was kinked. No damage and no patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were used. Upon deployment, significant resistance was felt. The position of the closure device was good and it met release criteria. The sheath was retrieved and found the sheath was kinked. No damage and no patient complications were noted.